Event description:
It was reported by the patient that the cannula broke inside of skin after wearing the pod between 37 and 48 hours. The patient's blood glucose values rose to 400 mg/dl. Additionally, when removed from the insertion site the patient reported their skin turned red.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the broken cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. Inspection of the exposed soft cannula found no damages or deficiencies that would suggest it was detached or broken. No problems were found regarding the reported broke off/detached cannula events.